Event description:
Strings not attached, too short device physical property issue. Case narrative: consumer reported via e-mail that the tampon strings were too short and not attached. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.